Event description:
Approximately six weeks after a one-level balloon kyphoplasty procedure, the bone cement was noticed to have eroded into the superior vertebral body. After the patient's procedure, the pt developed leg pain, which was attributed to lumbar spinal stenosis. The relationship of the patient's new symptoms and the erosion of the superior vertebral body by the bone cement is clinically unknown at this time. The pt is currently being treated with a back brace.

Manufacturer narrative:
Follow up conversation with company representative. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.